Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 302 (mg/dl). The customer did not have alternate therapy available at the time of the issue and stated that they would consume water to address elevated bg. During follow up with tandem technical support, the customer reported their bg was at 280 mg/dl and declined further follow up.